Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. PMA / 510(k) #: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that during use, a bd tube esr gh 13x75 1.6 plblce blk was found to have the lip of the tube broken. There was no report of injury or medical intervention